Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pump had ¿got some air in it¿ and the health care professional had difficulty aspirating the pump. The patient outcome was unknown. The drug being delivered in the pump was unknown.